Event description:
Material no. 368608, batch no. 9200789. It was reported that before use of the bd vacutainer® eclipse¿ blood collection needle the safety & cap fell off. The following information was provided by the initial reporter: after removing the white cap end and attempting to attach to the hub, the safety and cap falls off. When the staff member tries to take the black cap off, the whole safety and cap come with it.

Manufacturer narrative:
H.6 investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for hub / collar separation with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA # 1277214. The investigation is still on-going, and improvements will be made as the potential causes of this issue are identified.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no. 368608, batch no. 9200789. It was reported that before use of the bd vacutainer® eclipse¿ blood collection needle the safety & cap fell off. The following information was provided by the initial reporter: after removing the white cap end and attempting to attach to the hub, the safety and cap falls off. When the staff member tries to take the black cap off, the whole safety and cap come with it.